Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they experienced a lack of effect. No falls were noted. The patient increased stimulation about 3 weeks prior and did not like the fluttering sensation. During the call, the patient changed from program 1 to 2 and the fluttering sensation was resolved. [Omitted information pertains to separate event in (B)(4) -trial fluttering].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.